Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the access site was sore with mild tenderness and support continued. Additionally, there was serosanguinous fluid in the anticontamination sleeve and the sleeve had a rip in it. The doctor removed the fluid and sent off the culture. Everything was sterilized and covered in tegaderm. The patient was put on a broad spectrum antibiotics prophylactically. The patients outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: table 3.2 impella catheter components: "the infusion filter prevents bacterial contamination and air from entering the purge lumen." Section: warnings and cautions: warnings: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."